Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion . The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. Probable cause could be due to improper handling or accidental failure by the user. Probable cause could be due to a large load outside the recommended usage conditions has been added instantaneously from outside of the unit. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: never apply excessive force to connectors. This could damage the connectors. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was evaluated. Device evaluation determined that the usb memory card was damaged. The video connector latch was worn out which caused poor connection to the scope end. Faulty patient board was found and caused no video image. Normal wear found on device housing. The identified parts were replaced and repaired, software version was upgraded. Once completed, the device was tested and passed all required testing and specifications. As stated on the IFU and as a preventive measure, the user manual states: never use the video system center if an irregularity is observed. Damage or irregularity of the video system center may compromise patient or user safety and may result in more severe equipment damage.

Event description:
It was reported that during preparation for use the device video connector socket was not working. There was no patient involvement on this report. No user harm or injury reported due to the event.